Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR# 8010047-2020-06788. The legal manufacturer performed a device history record review and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported no image condition can be attributed to unexpected stress on the camera head due to the user's handling, resulting in the failure of the ccd (charged coupled device) unit, which resulted in the absence of images. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the charged coupled device (ccd) is damaged. The focus ring is out of phase. The listed parts were replaced. The device is fully functional and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that there was an issue with the image. There is no picture image. There was no patient injury or harm reported. No additional information was provided.